Event description:
A problem with the device header screw was observed during initial replacement. The pocket was closed. Few days later new leads were added and the screw on the device was found to be stripped. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.